Event description:
Additional information was received from the healthcare provider via the company representative who reported that the motor stall occurred on 4/24/25 @ 2:07 pm and the motor stall recovered 5/20/25 @ 12:37pm.

Manufacturer narrative:
E1 corrected information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving fentanyl, morphine drug, and bupivacaine via an implantable pump for non-malignant pain indications for use. It was reported that the patient had magnetic resonance imaging (mr)I but did not have the pump interrogated today since she had the MRI. The company representative (rep) stated that they confirmed motor stall recovery for today but wanted to make sure the pump has been infusing. There was no volume discrepancy, and the patient was not having any symptoms. The technical service (ts) reviewed telemetry state.